Manufacturer narrative:
Date of event: exact date unknown, event occurred for years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was struggling with ipg charging for years and underwent an ipg replacement procedure. The patient was doing well postoperatively, and the explanted ipg was discarded by medical facility.